Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy was ongoing. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection heparin ip (dose not reported) daily, injection reflin 1 gram daily intraperitoneal (ip) and injection fortum 1 gram ip daily. After the culture and sensitivity results came back treatment was changed to injection ampicillin (dose, route and frequency not reported). It was not reported if remedial treatment was ongoing. The cause of the peritonitis was unknown, it was reported that the exchange was done in a hospital ward. The outcome of this peritonitis event was unknown.